Event description:
The pysician attempted arteriotomy closure with the closer s 6 fr. Device following an interventional procedure. Angiography confirmed the arteriotomy to be in the common femoral artery. It was reported that "there was no abnormal observation during the procedure". After achieving hemostasis, there was "a little oozing and manual compression was applied for about 5 minutes". The patient's pulses were checked following the procedure and it "was confirmed that there was pulse at dorsal artery of the foot". It is unknown if the quality of the patient's pulse was the same post-procedure as it had been pre-procedure. The patient was discharged in 3 days later, but was reported to have the sensation of "psychroesthesia of the right lower limb" at that time. Ten days later the patient began experiencing "symptoms of intermittent claudication". Patient was not seen by a physician at this time. Thirteen days later the patient presented to the hospital with a complaint of "leg pain". At this time, "angiography was done and right external iliac occlusion was confirmed". At an unspecified date during this admission, a percutaneous angioplasty of the iliac occlusion was attempted but was not successful. It was reported the guidewire could not penetrate the iliac occlusion. The physician decided to postpone treatment of the occlusion as "collateral circulation was judged to be "sufficient". The physician discharged the patient in august 2003 (exact date unknown). There is no report of further adverse patient sequelae.